Event description:
It was reported that the device delivered inappropriate therapies, due to lead damage. The physician suspected an insulation anomaly.

Manufacturer narrative:
The outer insulation was damaged/abraded at two places as well as the blue insulation of one sensing cable. These damages are due to friction to the ICD can.